Event description:
At sometime the pump had been dropped breaking off the syringe saddle. The pump had been set aside for repair but apparently someone picked it up and used it resulting in an overinfusion. The pump was in use at the time of the event.

Manufacturer narrative:
The customer returned the unit to medex for evaluation on 6/2/97. Examination of the unit showed that the syringe saddle was broken. This would result in an incorrect syringe size to be accepted. This may have contributed to the reported overinfusion. With the syringe saddle repaired. The pump performed to specifications. Co was able to confirm the broken syringe saddle and determined that this may have contributed to the reported overinfusion. Based on this info, co believes that no additional action is necessary at this time. Co considers this MDR closed with this report.